Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have returned to the manufacturer for evaluation. Parts not returned for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, there was an issue with the percutaneous pin as the tap cap would not fit. It was reported that the reference frame cap would not fit on it. The site inserted another pin and the reference frame cap went right on. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The perc reference pin was returned to the manufacturer for analysis. Analysis found that the perc pin was not oversized. There was no visual damage to the pin but the mating part does not easily fit oner the pin. Once part the top edge of the pin. The part slides on easily. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was received from the site.